Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical followed up with the customer on 06/10/2016 in regards to patient status. A response from the facility was received on 06/13/2016 stating it is unknown whether the patient has any ongoing issues. Repairs were performed on the duodenoscope, which included replacement of the following components: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Distal case/cap. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Spacer. Channel retaining coil. Root brace rubber. Rl friction drum. Rl lock base unit. Rl lock rotating disk. Eog valve assy. Eog valve tightening screw imp-1. The duodenoscope was shipped to the customer on 06/09/2016.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating a boston scientific pancreatic stent was attempted to be placed, when the physician realized the patient was perforated. The procedure was aborted. Pentax medical spoke with the initial reporter on (B)(6) 2016 who stated the procedure was aborted when the perforation was observed, and as a result, the stent was not placed in the patient. The facility also stated the duodenoscope did not malfunction during the procedure and the perforation was due to the patient's condition. The duodenoscope was returned to pentax medical for evaluation. The inspectional findings included: a cut on the insertion tube at stage 1. A scratched lightguide prong cover glass set. Excess glue at the distal end of the primary operation channel. Dry/wet leak tests passed. Dent in the umbilical cable. Bending rubber glue pinhole. Umbilical cable single buckled under pve root brace. Remote control button case and case lid scratched. Light carrying bundle distal cover glass middle chipped. Eto vent valve attaching screw broken. Primary mild scratch inside the operation channel. Segment has mild crush. The duodenoscope is currently at pentax medical undergoing repairs.

Manufacturer narrative:
(B)(4). The facility did not request an evaluation of the duodenoscope after the perforation event occurred since the facility stated the duodenoscope did not malfunction during the procedure and the perforation was due to the patient's condition. Instead, the device was returned to pentax for evaluation for events related to mdrs 9610877-2016-00097, 9610877-2016-00098, 9610877-2016-00099. The results of that evaluation are reported in mdrs 9610877-2016-00097, 9610877-2016-00098, 9610877-2016-00099 and 9610877-00096 (initial MDR and MDR follow up #1). (Exemption number e2015036).

Event description:
On 07/14/2016, a review of device history was performed confirming that this scope was manufactured under normal conditions, passed all required inspections, and released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on 02/24/2017 and considers this medwatch report closed.